Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up of an asymptomatic patient, far r wave oversensing was observed by the pulse generator. No intervention was reported.